Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the seal on flip top converter fell off during case. Surgeon was able to locate seal and remove from trocar. Product was thrown away after case.